Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the inspection before the use, it was found that the endoscopic image of the subject device was not displayed on the monitor by noise and could not be restored. There was no report of patient injury associated with this event.

Manufacturer narrative:
The subject device was returned to omsc. However, the investigation is in progress at this time. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and legal manufacturer's final investigation. From the results of evaluation, it was determined that the suggested phenomenon could neither be confirmed, nor reproduced. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested event could not be confirmed. Olympus will continue to monitor field performance for this device.